Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A98187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: plaintiff denies undergoing an essure. Concurrent conditions included dysfunctional uterine bleeding, uterine polyp, depression, sleep apnea, joint swelling, ovarian cyst, pelvic congestion syndrome and obesity. Concomitant products included lisinopril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced rash papular ("rashes, itchy, bumps") and skin swelling ("rashes or skin conditions: swelling"). In (B)(6)2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2017 (per pfs) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, rash papular, migraine, headache, dysmenorrhoea, fatigue, weight increased and skin swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash papular, skin swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils current weight 193 lbs 3 coils were seen protruding from the left tubal ostia and 2 coils were seen protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pathology test - on (B)(6) 2017: polypoid fragments on (B)(6) 2017 pathology test was done having result , bilateral fallopian tubes, excisions: fallopian tubes without significant abnormality. Endometrium, curettage: polypoid fragments of secretory phase endometrium. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; headache, vaginal bleeding, pelvic pain, abdominal pain, menstrual problem. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received an event " mood swings; abnormal bleeding (vaginal, menorrhagia); rashes or skin conditions: rashes, itchy, bumps and swelling; migraines/headaches; dysmenorrhea (cramping); pain; fatigue; weight gain; she did not undergo essure confirmation test." Were added. Patient, product, reporter information and lot number added. Concomitant and historical condition are added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A98187-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: plaintiff denies undergoing an essure. Concurrent conditions included dysfunctional uterine bleeding, uterine polyp, depression, sleep apnea, joint swelling, ovarian cyst, pelvic congestion syndrome and obesity. Concomitant products included lisinopril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced rash papular ("rashes, itchy, bumps") and skin swelling ("rashes or skin conditions: swelling"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2017 (per pfs) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and fatigue was resolving and the mood swings, rash papular, headache, weight increased and skin swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash papular, skin swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils current weight 193 lbs 3 coils were seen protruding from the left tubal ostia and 2 coils were seen protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pathology test - on 12-apr-2017: polypoid fragments on (B)(6) 2017 pathology test was done having result , bilateral fallopian tubes, excisions: fallopian tubes without significant abnormality. Endometrium, curettage: polypoid fragments of secretory phase endometrium. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; headache, vaginal bleeding, pelvic pain, abdominal pain, menstrual problem quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received : outcome of the events abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain updated to recovering. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. A98187-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: plaintiff denies undergoing an essure. Concurrent conditions included dysfunctional uterine bleeding, uterine polyp, depression, sleep apnea, joint swelling, ovarian cyst, pelvic congestion syndrome and obesity. Concomitant products included lisinopril. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In december 2013, the patient experienced rash papular ("rashes, itchy, bumps") and skin swelling ("rashes or skin conditions: swelling"). In march 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (B)(6) 2017 (per pfs) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, rash papular, migraine, headache, dysmenorrhoea, fatigue, weight increased and skin swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash papular, skin swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils current weight 193 lbs 3 coils were seen protruding from the left tubal ostia and 2 coils were seen protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pathology test - on (B)(6) 2017: polypoid fragments on (B)(6) 2017 pathology test was done having result , bilateral fallopian tubes, excisions: fallopian tubes without significant abnormality. Endometrium, curettage: polypoid fragments of secretory phase endometrium. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; headache, vaginal bleeding, pelvic pain, abdominal pain, menstrual problem quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.